Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device after a coronary angioplasty interventional procedure. Reportedly, a cuff miss occurred. The device was removed from the patient's groin and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported a common femoral artery was mildly calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. Based on the reported information and the manufacturing inspection criteria a definitive cause for the reported event and associated patient effects could not be determined, however, the patient having a mildly calcified common femoral artery may have been a contributing factor. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.